Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of being hospitalized due to high blood pressure and seizure. While customer was hospitalized, customer fell on insulin pump. Customer's blood glucose was 380 mg/dl. As a result of fall, insulin pump was cracked. During troubleshooting, insulin pump passed self-test and displacement test. Drive support cap appeared normal. Customer was advised to monitor insulin pump.